Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states the left side frame broke at the weld, right behind where the front rigging would slide down into it. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.